Event description:
New burette set noted to be not priming. Fluids able to collect in buretrol but tubing won't prime even when an empty 10 ml syringe was used to suck fluids down the tubing. There was a similar instance with this nurse (2 in the last few months) with secondary tubing not priming via IV piggyback. Other nurses noticed above problem with secondary tubing as well.